Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v455934, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v455934, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient¿s implantable neurostimulator (ins) went dead and he did not get a warning. The patient was taken by ambulance to the hospital. The patient stated that he went to the healthcare provider¿s (hcp) office ten days before the ins failed without warning. The patient stated that it went ¿boom / completely dead.¿ the patient stated that he was paralyzed, could not move his head, speak, or barely breathe. The patient noted that he had to have emergency surgery to replace the ins.